Event description:
A malfunction alarm was reported without any notable events prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which the customer acknowledged.